Manufacturer narrative:
The insulin pump was received with minor scratched display window. The insulin pump was received with cracked battery tube threads. The insulin pump was received with broken reservoir tube lip. The insulin pump was received with missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the entry to the reservoir compartment was breaking off. Customer's blood glucose was unknown. Customer stated the reservoir could not lock into place as a result. The customer reported dropping the insulin pump in the past. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.